Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2013, a (B)(6) male patient reported that he had sensitive skin and developed an open sore on his back underneath the rear therapy electrodes. Zoll recommended the patient contact their physician, but there was no additional follow-up on the condition of the area.